Event description:
It was reported that the patient presented at office consultation with an artificial urinary sphincter (aus) that was not working properly. A surgical procedure was performed two weeks later and it was found a crack in cuff connection tube. The device was removed and replaced with a new one. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff, balloon and pump were visually and microscopically examined, and leak tested. No anomalies were found with any of the components. Based on the information available and analysis results, the reported clinical observation of hole/perforated could not be confirmed.

Event description:
It was reported that the patient presented at office consultation with an artificial urinary sphincter (aus) that was not working properly. A surgical procedure was performed two weeks later and it was found a crack in cuff connection tube. The device was removed and replaced with a new one. There were no patient complications reported.